Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-02889. It was reported that when the left lead was turned on for stimulation, patient experienced uncomfortable stimulation (described as cramping and stabbing sensation). X rays revealed lead moved anterior. Surgical intervention is pending to address the issue.

Event description:
Device 1 of 2. Reference MFR report#3006705815-2018-02889. Follow up revealed the patient underwent surgical intervention during which the patients lead was explanted and replaced. Surgical intervention resolved the issue. Both of the patient's leads are being reported as explanted because it unknown which device was replaced.